Event description:
It was reported that there was a loss of therapeutic effect and pain between the shoulder blades following a positional change. It was noted that "last week" the patient was stretching and yawning and she felt/heard a loud "pop" in her back at the lead location. The patient status was described as fair and her location was at a clinic. It was noted that movement or device palpation did not cause stimulation changes. The impedance measurements were reportedly normal and the patient's device settings were reset. It was noted that the patient felt pain whether the device was on or off. The manufacturer's representative reportedly got a call from the patient that she was then feeling stimulation in her ribs. An x-ray of the implantable neurostimulator (ins) and extension area was inconclusive in indicating anything wrong with the lead or extension. Additional information received reported that this was a medical issue and not one due to the neurostimulator. Additional information received over four years later reported that the patient had had the ins for seven years and it has done "real well" as she reportedly bragged about it to her friends. It was noted that the patient had her (B)(6) 2007 implant replaced in 2010. The patient reported that the doctor told her that the lead wires "got cracked or something." The patient stated that this occurred because, she was "given restriction but did not follow them" and was told that some movements "can damage leads." If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Product ID 3998, lot# v029383, implanted: 2007 (B)(6); product type lead product ID 3708240, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 37752, serial# (B)(4), implanted: 2007 (B)(6); product type recharger product ID 37742, serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient. (B)(4).